Manufacturer narrative:
(B)(4)

Event description:
Parent reported inaccurate cgm values the reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid.